Event description:
It was reported that during balloon angioplasty procedure, while attempting to deflate the balloon , it could not be deflated. The balloon guide catheter was removed and kink was confirmed. There were no clinical consequences reported to the patient.

Event description:
It was reported that during balloon angioplasty procedure, while attempting to deflate the balloon , it could not be deflated. The balloon guide catheter was removed and kink was confirmed. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg :update. Summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. During the visual inspection, under magnification the flowgate balloon it was observed that the balloon was ripped from its proximal side. The balloon was ripped 360 degree around the flowgate and rolled over its distal tip section. The ripped balloon was covering the catheter distal tip. The flowgate shaft was inspected along its length, it was kinked on its proximal shaft at approximately 54.0cm from its proximal end. The flowgate was wrinkled on its middle and distal shaft. Due to the anomalies found on the flowgate balloon ripped, the functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies were noted after unpacking and preparation prior to use, the device was prepared as per dfu instructions, and no resistance was encountered during the procedure which could have resulted in balloon damage. From the condition of the flowgate balloon (balloon torn) it appears that during retrieving the flowgate from the sheath the balloon section proximal side of the flowgate balloon got struck at the sheath proximal. It appeared to be pulled with excessive force therefore the balloon ripped from its proximal side. It is likely that the shaft was also damaged (kinked/wrinkled) during retrieval. The anomalies noted to the device are known to adversely affect balloon deflation. Based on device analysis, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies.